Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device stopped on the way home. The user returned back to the clinic. When she arrived back to the clinic there was white residue on her bag on the outside where the tubing went into the bag. The facility gave her a new pump and pharmacy put together a new cartridge and she has headed back home. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.